Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment there was an air detected in cassette warning during drain 3. Treatment was stopped. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Attempts were made to gather missing details, but no data was acquired. There was no harm reported in the initial report. It was indicated that the patient was planning to complete treatment the night of the leak with manual treatment. The cycler set was not returned for analysis.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment there was an air detected in cassette warning during drain 3. Treatment was stopped. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Attempts were made to gather missing details, but no data was acquired. There was no harm reported in the initial report. It was indicated that the patient was planning to complete treatment the night of the leak with manual treatment. The cycler set was not returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h.4.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment there was an air detected in cassette warning during drain 3. Treatment was stopped. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Attempts were made to gather missing details, but no data was acquired. There was no harm reported in the initial report. It was indicated that the patient was planning to complete treatment the night of the leak with manual treatment. The cycler set was not returned for analysis.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment there was an air detected in cassette warning during drain 3. Treatment was stopped. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. Attempts were made to gather missing details, but no data was acquired. There was no harm reported in the initial report. It was indicated that the patient was planning to complete treatment the night of the leak with manual treatment. The cycler set was not returned for analysis.

Manufacturer narrative:
Additional information: a.2.,a.3., a.4.